Event description:
Patient was at home following revision surgery was sitting on a pillow, turned and felt a "pop". Patient was not in pain but did have difficulty walking and decided to go to the clinic where it was discovered that their hip was dislocated.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Manufacturer narrative:
An event regarding dislocation involving a trident 0° x3 insert 36mm ID was reported. The event was not confirmed. Device evaluation not performed as the device was not returned. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
Patient was at home following revision surgery was sitting on a pillow, turned and felt a "pop". Patient was not in pain but did have difficulty walking and decided to go to the clinic where it was discovered that their hip was dislocated.